Manufacturer narrative:
(B)(4). Batch # p9173r. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿the disposable was being activated (minus button) and kept on activating even though the button was not pushed any more.¿ the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic partial hysterectomy procedure, the urologist used the device the or staff told us the disposable was being activated (minus button) and kept on activating even though the button was not pushed any more. The generator gave no error. This appeared one time and doctor finished the procedure with the same instrument/disposable. There were no adverse consequences for the patient.